Event description:
A customer reported that a patient suffered from a radiation burn. The customer alleges that the diamentor did not properly display the cumulative dose received by the patient.

Manufacturer narrative:
A ge field engineer (fe) performed an on-site evaluation of the reported issue. Based on the specification of the system diamentor, the measuring range is: 1-100000 cgry.cm2. The diamentor displayed a maximum recordable 99999 cgy.cm2=999 gy. Cm2, which corresponded to a cumulative dose of 8 to 10 gry. There were no parts replaced on this system that would affect the dose levels. Based upon this information, it was determined that the doses were within specification and that the diamentor worked as designed.